Event description:
It was reported that the patient presented with a right ventricular lead that had an insulation breach, which resulted in loss of capture and a drop in lead pacing impedance. The lead was explanted and replaced. The patient was in stable condition.